Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris and novasilk mesh. Later the pt experienced mesh erosion and exposure, vaginal infection, scarring, incontinence, bleeding, pain, organ perforation, dyspareunia, neuromuscular problems and loss of consortium for spouse. Excisions of mesh, a colonoscopy, lysis of adhesions and cystoscopy were performed.